Event description:
On 07/05/2024 at 1:49 pm cst, the patient reported experiencing a severe hypoglycemic event overnight with a blood glucose level of 46 mg/dl. The patient stated they have been waking up with low blood glucose throughout the week. The patient indicated that their trainer had previously adjusted sleep cgm target settings, but after a recent update, they believed the settings were incorrect. The patient attempted to adjust cgm settings manually the previous night. During the call, the patient¿s blood glucose was stable. The agent advised contacting the clinical diabetes specialist (cds) for assistance with sleep cgm target settings. No further assistance was requested at the time. Reported duration of low blood glucose was approximately 30 minutes. The patient treated the low with 8 oz of orange juice. No ketone testing was performed, and no professional medical intervention was required. Immediate symptoms included dizziness and feeling ¿wobbly.¿ no loss of consciousness or severe complications were reported. Case closed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.